Manufacturer narrative:
Device was received with blank display due to battery tube was pushed down. Device was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was being dropped was showing to insert battery and after inserting a new one the screen was totally blank. The customer also reported that there was a crack along the side and back of the battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.